Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the up arrow button was not working. Customer's blood glucose was 254 mg/dl earlier in the day. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to a flattened dome switch. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.